Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) in the patient with a thin, anterior leaflet and a1 flail. The first mitraclip was implanted and significantly reduced the mr to grade 2. The second mitraclip was advanced and grasped the leaflets reducing the mr to almost zero. After the second mitraclip was deployed, it detached from the anterior leaflet. The physician believes a friable leaflet was the most probable cause of the device issue. There was no evidence of chordal rupture, tissue damage or any other leaflet injury due to the device issue. A third mitraclip was implanted to stabilize the second clip. The procedure was completed with mr grade 2 to 3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported incomplete coaptation and poor visualization appears to be related to patient pathology/morphology (thin, anterior leaflet and a1 flail). There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.